Manufacturer narrative:
A bci field service engineer (fse) conducting the analyzer moving process cut tubing due to location of plumbing lines. The instrument was in stand-by when the fse cut the line. During the process an atypical back pressure spayed the operator. Root cause for this event was the cutting of the tube during moving process.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an operator being spayed with extran alkaline detergent. The operator was not wearing personal protective equipment at the time of the event. First aid (eye wash) was administered.